Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, occlusion alarms occurred. The infusion site and cartridge was changed to resolve the issue. Blood glucose level was in the mid-400's (mg/dl).